Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to infection.

Event description:
Patient reported right side implant exchange due to an infection. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "capsular contracture", baker grade unknown.

Manufacturer narrative:
Fi results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Review of sterilization and seal strength records pertaining to related work order did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable.

Event description:
Patient reported right side implant exchange due to an infection. Device has been explanted.